Event description:
The biomedical engineer (bme) reported that the central nurse station's (cns) mouse and touchscreen were not working, then it rebooted. The cns had trouble with launching the software upon rebooting and was boot looping. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station's (cns) mouse and touchscreen were not working, then it rebooted. The cns had trouble with launching the software upon rebooting and was boot looping. The bme considered replacing the cns with a spare but was able to get it to run on one hdd. The bme requested a replacement hdd for the one that had failed. No patient harm was reported. Investigation summary: upon evaluation at the repair center, the boot loop was duplicated, both hard drives were replaced and reimaged, and the unit completed 48 hours of extended testing successfully before being returned to the customer. Root cause: hard drive failure. No further investigation is required. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: display monitor: model #: a/24-canvys, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: 12/30/2025. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station's (cns) mouse and touchscreen were not working, then it rebooted. The cns had trouble with launching the software upon rebooting and was boot looping. The bme considered replacing the cns with a spare but was able to get it to run on one hdd. The bme requested a replacement hdd for the one that had failed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns. Display monitor. Model #: a/24-canvys. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: 12/30/2025.

Event description:
The biomedical engineer (bme) reported that the central nurse station's (cns) mouse and touchscreen were not working, then it rebooted. The cns had trouble with launching the software upon rebooting and was boot looping. No patient harm was reported.